Event description:
It was reported that air bubbles were observed within the cartridge. Customer's blood glucose (bg) level was 515 mg/dl. Customer required assistance due to their bg level and was given a manual injection to address bg and was treated with saline and fluids. Customer also reported an unknown ketone level that was identified as life threatening by the healthcare provider. Customer primed the tubing to resolve the issue and continued using the pump for insulin therapy.